Manufacturer narrative:
Section h3 other value was previously selected as the medical device remains implanted, return not possible.

Manufacturer narrative:
Added g3/g4, h1/h2 and h6: component code.

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment using gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. After all devices were deployed, the angiography imaging revealed a type ii endoleak, but no treatment was performed for the endoleak. The angiography imaging also identified that the left renal artery was unintentionally partial covered more than 50% by the gore® excluder® trunk - ipsilateral leg endoprosthesis. The blood flow of the left renal artery seemed no issue, but an additional non-gore bare stent (express 6x18mm) was implanted to the left renal artery. After the bare stent was deployed, a proximal type I endoleak was observed. As a treatment, an additional stent graft (gore® excluder® aortic extender endoprosthesis) was deployed proximally and the proximal type I endoleak was resolved. The patient tolerated the procedure. It is reported that the trunk - ipsilateral leg component didn¿t cover the left renal artery when the proximal portion was deployed. The physician reportedly stated that pushing up of the ipsilateral leg of trunk - ipsilateral leg component caused the left renal artery coverage.